Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient was hospitalized for 5 days due to an infection, seizure and fever (unrelated to their scs). During that time the patient didn't use their ins and the patient was unconscious and unaware of what they were doing. The patient was bruised from head to toe when they "woke up". On saturday the patient attempted to charge their ins and received "no device found" screen and went through the passive recharge process numerous times, for about an hour at times. The patient had no problems charging their implantable neurostimulator (ins) prior to their hospitalization. The patient denied any heat, damage, or error messages on equipment. During the call the patient attempted a session of passive recharge with high numbers (88/88/89) and wasn't able to start an ins charging session. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. Patient responded from follow up sent and indicated they didn't have a cause of why "no device" was seen. Patient indicated controller and external cord was replaced. System is working well.